Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs system is not relieving his pain like it used to in the past. The sjm representative met with the patient and reprogramming was able to provide stimulation to his left hip which was where the patient's intense pain was, however, the patient reports the pain is much deeper in his hip. Follow up information revealed the patient underwent a surgical procedure on (B)(6) 2014 when his entire scs system was explanted.